Event description:
During a service visit, the field service engineer identified a premature failure of the blood sampling valve. The failure of this essential component caused controls to be low for red blood cell (rbc) counts when using the coulter lh 500 hematology analyzer. There were no erroneous patient results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and replaced the bsv (blood sampling valve) to resolve this issue. Tubing from the front blood detector to bsv and from bsv to the rear blood detector also replaced as a preventative measure. The part is being returned for and pending evaluation, if additional significant information is identified during the evaluation a supplemental MDR will be filed. Failure mode was identified: the bsv was replaced to resolve the rbc (red blood cell) low bias on controls. No erroneous results were generated in connection with the reported event. Upon recur, the failure mode identified will likely cause erroneous results for all parameters due to possible sample segmentation error. Evaluation of product labeling: per lh500 IFU, pn624602: 3.1 quality control overview: beckman coulter recommends that quality control checks be performed using patient or commercial controls in both automatic (primary) and manual (secondary) modes at intervals established by your lab. When using a commercial control, refer to the package insert to determine which mode to use. Failure to recover control values within your lab's expected limits or the presence of unexplained shifts or trends in either mode of analysis should be investigated. If control problems in either mode cannot be resolved, call your beckman coulter representative. (B)(4).